Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention is a potential adverse event associated with the tavr procedure. Mitral regurgitation in tavr can occur from chordae tendinae entrapment during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with the transapical approach. This can result in transient mitral insufficiency and usually resolves on removal of the devices. In most cases this condition does not require intervention. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, it appears that the cause of the transient severe mr was related to procedural factors (entanglement of the guidewire in the mitral apparatus). There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-01856.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, after bav severe mitral regurgitation (mr) developed and the patient¿s blood pressure (bp) remained the 30¿s. No improvement was seen, despite administration of vasopressors and removing the guidewire from the left ventricle, so cardiac massage and pcps (percutaneous cardiopulmonary support) were initiated. After the bp recovered to the 80¿s, a 23mm sapien xt valve was implanted without any problems. The patient was extubated the next day without any complications being noted. According to the echocardiographer, the increased mr was due to the guidewire position in the lv and rapid pacing contributed to the low bp.